Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited no capture at maximum output at the two week post-operative check. It was noted that impedance measurements were stable from implant, but the sensing had decreased. A computed tomography (CT) scan was performed which revealed the tip of the lead had perforated the myocardium and the helix was in the epicardium. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.